Manufacturer narrative:
The ventilator was investigated by our field service engineer on site. The pre-use check failed the internal leakage test, pressure transducer test, flow transducer test and the o2 sensor test. During inspection of the air gas module the nozzle unit was found to be defective. The issue was solved by replacing the nozzle unit. The nozzle unit consists of a membrane, a mouthpiece and a feather spring. It is used for regulation of the gas flow through the gas module. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. The root cause to the reported issue could not be established by this investigation.

Event description:
Manufacturers ref: # (B)(4).

Event description:
It was reported that the ventilator failed multiple tests during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).